Manufacturer narrative:
The suspect device has been returned for evaluation. The packaging was bubble tested and the sterility was found to be compromised. The complaint is confirmed. The root cause is attributed to the manufacturing process. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Event description:
The account alleges that there was a defect in the packaging resulting in incomplete sterilization of the contents. The defect was identified during an initial inspection of received product. The device was not sent to a user facility. No patient interaction.